Event description:
Complainant alleged that while attempting to defibrillate a 53-year-old male patient, after the sixth shock was delivered to the patient the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of defib pads to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The pads used during the event were not returned for evaluation. A review of the clinical log showed the device was used to deliver six successful shocks before CPR was performed with pads off messages recorded and a loss of ECG signal. Additionally, there are multiple entries during this time frame of the device recording multiple pads off messages with no pads on messages indicating the device is recognizing the pads are attached to the patient with an impedance between 300-580 ohms. In order to register a pads on message and obtain an ECG signal, the device must detect a valid impedance between 15-300 ohms. After these four minutes the pads appear to be replaced and the device registers a pads on message and is able to deliver four more shocks with no issues with ECG signal. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns. The device passed all testing, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.